Event description:
Patient underwent to consult with surgeon and device was checked. The device was confirmed to not be near end of service and so there are no plans to replace the generator at this time.

Event description:
Physician is referring patient for vns battery replacement based on diagnostic test results that may indicate that the programmed output current was not being delivered. System diagnostics were performed with output current of 1 ma (programmed 2.0ma). These results are normal and expected for a system diagnostic test. But per neurologist low output status was observed. Clinic notes were received that indicate that "low output current delivered might be the reason for seizures at this point". It is unknown if patent's seizures are above or below pre-vns baseline.

Event description:
It was reported that the physician again referred the patient for generator replacement due to believed low output current. System diagnostics were performed with output current of 1 ma (programmed 2.0 ma). These results are normal and expected for a system diagnostic test. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient was replaced prophylactically. Return of the explanted product is not expected. Preoperative system diagnostics taken by a company representative showed that the patient's output current was normal. No further relevant information has been received to date.